Event description:
Customer reported that not taken tested blood glucose for a year but used device and result =5.4 & 539 mg/dl. Customer began having dry heaves and diarrhea after starting diabetic medication. Customer previously called in a prescriptionfor diabetic medication to begin taken prior to a doctor appointment in 3 weeks. Customer went to the hosp. Hosp gave customer food. Strips were expired. A request was made for return product and replacement product was sent.